Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bolt of the lead cap was tightly closed from the beginning, and it could not be inserted into the lead. When tightening the set screw of the lead cap, it was confirmed that the torque wrench clicked once. The bolts were loosened as a troubleshooting step. The issue was not resolved at the time of this report. No patient complications were reported as a result of this event.

Event description:
Additional information was received reporting that the cause was considered to be due to a flaw in the manufacturing process. It was reviewed that loosening and tightening the set screw is acceptable and should not affect the lead. No particular action was taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.